Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due low out of range impedances on the right ventricular (rv) lead and right atrial (ra) lead, measuring less than 200 ohms. It was noted all visible impedance measurements on the rv lead were greater than 2000 ohms. Disk analysis was performed which indicated the pacemaker had declared multiple lss's. The last lss on the rv lead was due to lead saturation. Disk analysis confirmed the lss occurred on the rv lead due to high out of range impedances and low out of range impedances on the ra lead. The ra lead also, exhibited possible loss of capture, noise, and overseeing which resulted in inappropriate atrial tachy response (atr). The rv lead exhibited high pacing thresholds. An x-ray was performed. Boston scientific technical services (ts) discussed that it appeared there was an insulation issue on the ra lead and that the rv lead appeared to be under-inserted. A revision procedure was performed to check the leads. They physician found that the rv lead was under-inserted and there was a crush mark noted on the ra lead. The ra lead was surgically abandoned and replaced. The pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.